Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reason for return, which was that the touch screen was unable to be calibrated. The touch screen assembly was replaced, a stylus was added and the touch screen was calibrated to resolve. New software was installed, the device was cleaned and it then passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the touch screen could not be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.